Event description:
The customer reported to vyaire medical that the vela ventilator uim (user interface module) had been damaged while being used on a patient. There appears to be some water damage, as the touch screen does not appear to be working due to moisture between the front and back screens. The device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.